Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon proceeded to use two replacement seals but both seals cracked during loadiing into the delivery tube. The procedure was completed with a side biter clamp. No additional patient complications were reported.